Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with status dystonicus and an MRI was performed yesterday afternoon. The caller stated an email from the healthcare provider (hcp) indicated there was no evidence of progression of patient manganism but noted cystic lesion around the lead. The caller stated the patient is currently hospitalized being treated with steroids, specifically, a dexamethasone drip, to treat hyper-response around the lead. The caller stated that that hcp will decide by tuesday if they need to remove the lead or not. Technical services redirected caller to medical affairs for more information as caller also asked about potential infection in the lead tract.

Event description:
Additional information was received. It was reported that the cultures came back negative for infection. The cause of the lesion is not determined at this time. The hcp referenced a similar case in literature where a cystic lesion was found along dbs lead track. Not sure what cause is at this time. The hcp is controlling the dystonia with medications. No more action is planned at this time and it was confirmed by the hcp.

Manufacturer narrative:
Continuation of d10: product ID: 3387s-40, lot#: va2985h, implanted: 2020 (B)(6), explanted: 2022 (B)(6), product type: lead. Product ID: 3708660, serial#: (B)(6), implanted: 2020 (B)(6), explanted: 2022 (B)(6), product type: extension. Product type extension product ID 3387s-40 lot#: va2985h, implanted: 2020 (B)(6), explanted: 2022 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the cystic lesion/status dystonicus was not yet determined. The dbs system was explanted and cultures taken on (B)(6), 2022. An infection has not yet been determined pending the cultures taken. Another MRI scan was taken on (B)(6), 2022 which revealed that the cyst around the lead had not resolved. The issue has not yet been fully resolved and another MRI will be taken pending analysis of the cultures.

Manufacturer narrative:
Continuation of d10: product ID 3387s-40; lot# va2985h; implanted: (B)(6) 2020; explanted: (B)(6) 2022; product type lead. Product ID 3708660; serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2022; product type extension. Product ID 3708660; serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2022; product type extension. Product ID 3387s-40; lot# va2985h; implanted: (B)(6) 2020; explanted: (B)(6) 2022; product type lead. Product ID 3387s-40; lot# va2985h; implanted: (B)(6) 2020; explanted: (B)(6) 2022; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.